Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 500mg/dl. The caller stated that her father fell and was admitted to the hospital. Then he was released, and when he got home he was throwing up and was not feeling well. The customer was taken back to the facility, and the daughter believes his high blood glucose may have to do with the fact that her father was not wearing his insulin pump since he fell and got admitted. The time, date, basal rates, and bolus wizard were correct. The drive support cap appears normal. Assisted the caller to run a manual prime and the insulin did exit. After receiving the tubing clamp the high pressure test was performed and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.